Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device cut the tissue? Yes. Did any piece break off of the device? Unknown, surgeon thinks that something inside the handle broke. Were any unusual or unexpected noises heard during time of use? Not mentioned by the surgeon.

Event description:
It was reported that after a few reloads, it seemed like something in the handle had been broken and the device didn't staple anymore. He took a second one to complete the gastric bypass. No patient consequence

Manufacturer narrative:
(B)(4). Batch # r5742n. Device analysis: the analysis found that one psee45a device was returned for analysis without cartridge loaded on the device. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.